Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis and the flu. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization.